Event description:
Boston scientific (bsc) crm received information that this patient with this pacemaker was admitted to the hospital for a right ventricular (rv) lead revision procedure due to high impedance measurements >2500ohms and loss of capture. During the lead extraction, the lead became stuck near the superior vena cava and right atrial junction. The physician applied more pressure to remove the lead and the lead fractured, leaving the remaining portion of the lead in the patient. The physician was going to attempt to implant a new rv lead, however, the patient's pressure dropped. An emergency echogram was performed ruling out tamponade, however, the patient's condition continued to deteriorate and eventually external and internal pacing was unsuccessful. The patient expired during the procedure. The boston scientific crm field representative (fr) confirmed the proximal portion of the original rv lead extracted was discarded. The remaining pacing system was left in the patient and the patient was transferred to the funeral home and the fr was uncertain whether an autopsy was performed. Boston scientific crm received new information eight months later, that this device was part of a legal action and a representative for this patient filed a wrongful death suit against the company. One month following litigation, the hospital procedure report included in the legal documents was also provided to our company, which included a limited autopsy report. A review of the autopsy revealed the cause of death was attributable to hemopericardium and large organized clot with attendant right ventricular apical rupture. Boston scientific crm has no specific information as to whether the original or replacement lead were involved in the patient's death.

Manufacturer narrative:
The original lead was discarded and the device and replacement lead have not been returned. As these products were not for analysis, boston scientific crm is unable to confirm the clinical allegations. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary.